Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to a1, a2, a5, b6, b7, d11, e1: initial reporter country, f10/h6: patient codes. A2, a5, d11: update to n/a. H4: the lot was manufactured from july 04, 2019 - july 05, 2019. H10: the actual devices were not available; however, a photograph and video of one (1) sample was provided for evaluation. The video revealed a leak at the spike port bonding area. The reported condition was verified for 1 sample. The cause of the condition was determined to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 5 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the connection area. The leaks were identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.